Event description:
On (B)(6) 2013 the reporter contacted animas to report that on the morning of (B)(6) 2013 the patient was admitted to the hospital with a diagnosis of hypoglycemia. No further details about the patient¿s status, condition or treatment were provided. The technical service representative contacted the patient to obtain information and to troubleshoot the pump; however was unable to reach him by telephone. No information was provided about the pump settings or functioning. The issue was not resolved. As the patient allegedly was admitted to the hospital with hypoglycemia while using the pump, this complaint is being reported.